Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. The length of the soft cannula was observed to be out of specification. No abnormalities were seen in the download data. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. Due to the soft cannula being torn, a leak test could not be performed to check for any leaks along the fluid path. It could not be conclusively determined when this damage occurred.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 375 mg/dl. In addition the patients pod was leaking during wear. As treatment, the patient applied a new pod.